Event description:
Caller reported experiencing an alarm 2 and subsequently an alarm 26 following an occlusion event, which occurred earlier in the day before contacting cts. The customer had previous occlusion events and resolved these issues by changing the infusion set and cartridge and resumed insulin use. Blood glucose level did not exceed 500 mg/dl nor did the cgm read "high," indicating there was no adverse impact on the customer's blood glucose level. Cts informed the caller that the insulin type being used was off-label and recommended novolog/humalog as appropriate alternatives, acknowledging the caller's use of fiasp due to resistance with other insulin types.